Event description:
It was reported that during a bronchial embolisation treatment procedure, a vasospasm occurred. The target lesion was located in the bronchiales. This direxion infusion catheter was selected. During the case the physician went into three selective small vessels to occlude a brochial abnormality. Once the first vessel was accessed they were unable to aspirate before doing a run. A clear run of contrast was completed; however, the same issue happened in the second vessel. When the final vessel was accessed they were able to slightly aspirate some blood. It was noted that prior to using the microcatheter system, the fathom wire was shaped. After using the system including the wire, the fathom wire was extracted and it had lost its shape and was completely straight. On discussion post procedure it was noted that the microcatheter had allowed them to get into quite small vessels that had gone into spasm, hence the inability to get any blood back. It was further reported that the vessels were very small and reacted to the presence of the catheter by spasming. No additional treatment was required. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).